Manufacturer narrative:
D5. Other operator of device: operator of device is unknown. E3. Initial reporter occupation: business manager. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the sliding lockable wouldn't function properly after inserting the tube. As a result, medical intervention was required to replace the tube. There was no patient harm reported.

Manufacturer narrative:
H3 and h6 - evaluation codes: updated. Device evaluation: one used unit was received for investigation. The alleged defect is not confirmed. Visual inspection found the device neck flange pin was located in the proper location. After the locking pin was engaged and the neck flange was locked, the neck flange did not move freely. Significant force had to be made to move the neck flange at all. The device functioned as intended. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products. No action taken.